Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: dtba1d1 crtd implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right atrial (ra) lead was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.